Event description:
It was reported to boston scientific corp in 2008, that a button replacement gastrostomy device was placed four days prior. According to the complainant, after the button was placed, a vacuum test with distilled water was performed. The water was not fully aspirated. The device was removed and the tube for pressure reduction was connected with the button shaft. The button valve was not fully open. The device was removed and replaced with another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined.